Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a knee arthroplasty the drill bit became stuck/ cold-welded to the cutting block. The procedure was completed with another drill bit.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection was completed. As received, the drill is seized in one of the guide holes, thus confirming the parts are stuck together. The drill exhibits damage to the flutes and shaft. Six of the eight holes in the guide were found acceptable to print specification. For the other two, one has a burr and one has the drill seized in it. The device history records for the item were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Per the packaging insert associated with the devices "check instruments with long slender features (particular rotating instruments) for distortion.....if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative." Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.